Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruising under the front te pad and pain under the electrodes. There was no alleged device malfunction contributing to the bruise. The patient¿s physician taking breaks from the device for the bruise. Outcome of the bruise is unknown.